Manufacturer narrative:
Upon review of the design history record, it was confirmed that all procedures were performed normally and the product was shipped normally. All product labels for the same period were also reviewed, with no unusual or abnormal signs found. We conducted an additional review of similar customer complaints both domestically and internationally, and confirmed that no similar cases occurred in korea or in any other country outside of the united states. Research of the stock availability revealed there was no separate stock of this product available as this product is produced based on purchase orders. An additional investigation will be conducted if the actual device can be acquired. This will allow us to conduct a more accurate and reliable root cause analysis.

Event description:
[Supplier] had a brief discussion with the surgeon and the representative about the cage collapsing 6 months post op. The surgeon explained that he implanted the expandable cage, initially expanded it and torqued it out, then allowed it to sit momentarily to build pressure. He subsequently re-engaged to further expand and torque it in an effort to achieve additional height. The torqueing of the cage multiple times with different heights is not compliant with the IFU. During the routine 6 month follow up, xrays were taken and the surgeon saw that the implant was no longer expanded. The patient had no clinical symptoms (pain, loss of function, inc). Therefore, the surgeon concluded no intervention was required.